Event description:
It was reported that the patient underwent a c-section procedure on 1-february-2024. At 20:2, during the process of suturing the uterine incision, the doctor exerted normal force and the suture broke. Suture retraction. The incision bleeding slightly increased. Took a new suture and urgently re-sutured the incision. Close observation of the patient's vital signs indicated no other adverse reactions. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 device not returned.

Manufacturer narrative:
Product complaint # (B)(4), date sent to the FDA: 4/16/2024. The following information was received: after investigation, the patient was a 25-year-old woman who underwent cesarean section in hospital on (B)(6), 2024. The surgeon used j359h to perform uterine sewing in the way of continuous suturing manner. During sewing, the suture broke. The surgeon immediately replaced a new suture (the specific product information was unknown) to continue the sewing. The subsequent operation went smoothly. This event did not cause any other harm to the patient except that the blood loss increased by about 10ml and the operation time prolonged by about 5 minutes. The patient has been discharged smoothly and no subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.